Event description:
It was reported that noise was noted on the right ventricular lead. Noise was not reproducible. The lead was explanted and replaced. The patient was pacer dependent and was stable.

Manufacturer narrative:
A partial lead with the distal portion of the lead was returned for analysis in one piece measuring 47.0cm and 50.0cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Correction

Event description:
New information available on (B)(6) 2018 states that, the lead noise was noted in clinic. The patient was not symptomatic due to the event.